Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery, abdominal operation, gastric operation, cervical conization and tonsillectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (microsurgical tubal anastamosis - essure reversal). Essure was removed on (B)(6) 2021. At the time of the report, the endometritis, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometritis and pelvic pain to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2008 & 2010. Essure placement (left side only) (B)(6) 2010, right side (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received. Case became serious incident as removal was done. Event added: endometritis. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery, abdominal operation, gastric operation, cervical conization and tonsillectomy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (microsurgical tubal anastamosis - essure reversal). Essure was removed on (B)(6) 2021. At the time of the report, the endometritis, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometritis and pelvic pain to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2008 & 2010 essure placement (left side only) (B)(6) 2010, right side (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) unknown. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.